Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubble anomaly. Customer stated the air bubble was located in their line, close to the beginning of the reservoir. The customer stated the air bubbles were 1/8 of an inch wide. Customer was advised to deliver a fixed prime until the air bubbles were no longer visible. Troubleshooting found the air bubbles did not persist after an infusion set change. Customer's blood glucose was 85 mg/dl. The customer was advised to monitor their insulin pump. No additional information provided.